Manufacturer narrative:
As per work order receive, device return is no longer needed. No fault found and all testing pass.

Event description:
The manufacturer became aware of a rental-dreamstation auto CPAP stating that the patient's partner advised that the patient sadly passed away and that there is no allegation that the device has contributed to the death. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.